Event description:
Information was received from a healthcare professional (hcp), and a patient who was receiving 10mg/ml morphine at a dose of 2.997mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the hcp had difficulty filling the pump and was only able to get 15ml instead of the full 20ml. It was reported nothing went wrong with the procedure. The first doctor that tried to fill the pump was unsuccessful so they had another doctor do the refill and they were successful in filling the pump up to 15ml. The patient had enough medication to last them 4 weeks. No further complications were anticipated/reported.